Event description:
It was reported that the patient experienced no stimulation sensation, leading to acute pain. The patient fell into a dry swimming pool onto the implantable neurostimulator (ins) site about (B)(6) ago, and the loss of sensation followed. The patient stated that the ins felt as though it had moved, and there was a bruise at the site. It was also reported that the patient experienced trouble recharging, and the last successful recharge session was (B)(6) ago. An ins over-discharge was suspected. Using the antenna locate feature resulted in a power-on-reset (por) being displayed on the ins, which led to the normal recharging screen. It was explained that the por screen would last until it was cleared. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).